Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Retained by hospital.

Event description:
Suspected glenoid loosening of reunion rsa implants leading to revision surgery.